Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ent450; 17845-5c-aw rev a 10/17. Changing your pod 3/page 24. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Changing your pod 3/page 34: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes 11/page 117: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported her blood glucose history is as follows: (B)(4). After wearing the pod between 24 and 36 hours on the abdomen her site was painful, swelling, pus coming out, irritated, infected and there was a ugly bump on her skin. Hyperglycemia treated by patient activating new pod and a manual injection with an insulin pen. She went to see her healthcare provider who confirmed her site infection. No further information provided on the patient's treatment.